Event description:
Pharmacy called on behalf of consumer who returned a meter. Meter display is not showing the blinking drop to indicate that it is ok to apply the glucose sample to the test strip.

Manufacturer narrative:
Lcd fault. (B)(4).